Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/18/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. (B)(6).